Manufacturer narrative:
Date initial report sent: 9/18/2009.

Event description:
Procedure: gastrectomy. According to the report: the stapling was incomplete with mistapling on one quarter of the anastomosis. This required suturing.